Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that at approximately 12:30 pm the device stopped ventilating the patient without prior warning. The ventilator went blank and then restarted. It was further reported that according to the customer¿s hive system, at 12:42 pm it was noted that gas was overdue and around five minutes later, the ventilator began alarming. The patient experienced an oxygen desaturation and bradycardia as a result. No further patient consequences were reported as a result of these symptoms.

Event description:
It was reported that at approximately 12:30 pm the device stopped ventilating the patient without prior warning. The ventilator went blank and then restarted. It was further reported that according to the customer¿s hive system, at 12:42 pm it was noted that gas was overdue and around five minutes later, the ventilator began alarming. The patient experienced an oxygen desaturation and bradycardia as a result. No further patient consequences were reported as a result of these symptoms.

Manufacturer narrative:
The log file of the affected device was sent to the manufacturer for a detailed evaluation. The evaluation of the log entries showed that the device performed a single reboot of the ventilation unit during the event. The root cause was determined to be a temporary deviation on the pba m16.2 and its cf card. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. During the restart the device stops ventilation, and the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. The restart sequence takes up to a maximum of 8 seconds and is accompanied by an audible alarm. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the restart, the ventilation resumes with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.